Event description:
During an ischemic stroke case, a penumbra system reperfusion catheter 054 was opened. The technician noticed it had a kink, so it was not used. A second penumbra system reperfusion catheter 054 was opened during the same case and the technician noticed that the catheter had a hole in it and that it was leaking blood on the sterile field. This MDR is associated with MDR 3005168196-2012-00060.

Manufacturer narrative:
Device investigation: results: the catheter shows a kink at the transition between the solid hypo-tube and the spiral cut hypo-tube. During flushing, a leak was observed in the location of this kink. The catheter is non-functional. Conclusion: the damage to the two catheters noted in the complaint is confirmed. The cause of the damage could not be directly determined. It is unlikely that these devices were damaged in the packaging before removal due to the extent of the damage observed during evaluation. Damage such as a broken catheter would be noticed immediately before insertion into the patient as described in the complaint. Similar damage has been seen in cases of incautious or improper removal of the catheter from its packaging or mishandling of the catheter during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.